Manufacturer narrative:
H4: the device was manufactured from august 29, 2022 - august 30, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. This occurred during patient infusion. The filling solution consisted of 180ml normal saline and 105mg of recombinant human endostatin for a total of 201ml. After 20 hours of infusion, about 100ml of the drug should have been infused; however, the nurse found that there was no change in the bladder. The medication was pumped into a new device to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.